Event description:
The pt's radial arterial catheter was found leaking at the catheter near the hub. The line had been placed approx 12 hrs earlier. The pt's arterial line was discontinued. This is the 6th known incident to have occurred since 11/94. See medwatch reports #34-0061-1994-0014, 34-0061-1995-0001, 34-0061-1995-0005, 34-006-1995-0006.